Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have blade damage at the base of the blade. One of the blade edges was indented. The cutting edge did not have corrosion that would have contributed to the blade damage. Additional observation(s) related to customer reported complaint: the instrument failed energy recognition. The instrument was connected to an in-house energy generator. The instrument failed the energy recognition test, instrument generated message " tighten assembly". The instrument was found to have teflon pad damage. The teflon pad is torn at the tip of the pad. A piece measured 0.07" x 0.06" was found missing at the tip of the teflon pad. Common causes of the failure mode mechanical indentations/burrs on instrument blades are attributed to use-related damage caused by contact with instruments or other hard objects (eg: staples, clips, bone, etc.) While the blade is activated. Root cause is attributed to indented blade. Root cause is attributed to use conditions. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.